Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, rupture.

Event description:
Patient reported " suspicion of silicone encapsulation, inflammation and silicone inclusions on lymph nodes" and "damaged implant" later patient reported "pain, pulling sensation in the breast". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, d6a, g4, h4, h6.

Event description:
Later healthcare professional reported a no complaint against the device. This record is no longer reportable to the FDA. This record is for the right side. Device remains implanted. Un-reporting record.